Manufacturer narrative:
Additional information: per analysis update. Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for an implant procedure on (B)(6) 2019. Upon review, it was discovered that the left ventricular lead was failing to capture and was dislodged. The lead was not used and a new lead was implanted. The patient was discharged.